Event description:
It was reported that the patient saw different types of codes on their programmer, usually the doctor's sign in combination with numbers. Coupling with the implantable neurostimulator (ins) was also very difficult. A new patient handset kit was requested. Additional information was received. It was reported that the patient programmer had error code 376. The patient programmer was also no longer switching on. It was also reported that the stimulator switched off when charging.

Manufacturer narrative:
Continuation of d10: product ID 37642 serial#(B)(6) product type programmer, patient product ID 37791 product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.